Event description:
The customer reported that the therapy knob was very loose. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the therapy knob was very loose. There was no reported pt involvement. The device was evaluated at philips. The symptom was confirmed, and the repair technician also noted that the device would not power up. The optical switch was tightened to resolve the issues.